Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a.

Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. During the procedure, the pressure dropped slowly and the treatment was completed with low pressure. After the procedure, a hole was noticed in the balloon. At the end of the procedure, they retrieved only twenty five milliliters out of thirty milliliters of dextrose solution. The doctor did not feel that five milliliters of fluid would have a negative effect and that the procedure was complete. There were no adverse consequences to the patient.